Manufacturer narrative:
This product has not been returned to boston scientific. And as a result, laboratory analysis could not be conducted. Please refer to b5, describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported, that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks, due to oversensing noise. Data was analyzed and boston scientific technical services observed, both untreated and treated episodes showed presence of the sense b node issue. Additionally, low amplitude was noted. Technical services recommended, troubleshooting options such as trying to reproduce the noise issue, consider programming secondary vector, assess the quality of the signal, and perform close follow-up in the upcoming weeks. No additional adverse patient effects were reported. This device and electrode remain in-service.